Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced the touchscreen and the monitor cable. The stm then performed all functional and safety tests which passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the touch screen of the cardiosave intra-aortic balloon pump (iabp) is not working. There was no patient involvement, thus no adverse event was reported.